Manufacturer narrative:
Reference ID: (B)(4). The digitaldiagnost c90 is a stationary x-ray system for general radiographic purposes. As an option, a portable digital flat panel detector (model "skyplate") can be used for image capture. The local field service engineer (fse) performed analysis and concluded that the detector fell. The detector was calibrated and gain calibration failed. So the detector was replaced. The device was returned to use with partial acceptance by customer. The detector was replaced and returned to clinical use.

Event description:
It was reported that the detector fell down and shock sensor triggered. No harm was reported.

Manufacturer narrative:
Reference ID: (B)(6). Following are the corrections made pertaining to emdr report number 3003768251-2024-00056 ((B)(4)): contact office: changed from "(B)(4)" to "(B)(4)". Date received by mfg: changed from "blank" to "07/18/2024".

Manufacturer narrative:
Reference ID: (B)(4). Following are the corrections made pertaining to emdr report number 3003768251-2024-00056 (4979717): box d: suspect medical device. Product UDI info updated. Changed from "blank" to "(B)(4)". Box h: device manufacturers. Evaluation method code grid (2) updated. Added evm-cri-01 communication/interviews - c139457 imdrf code.